Manufacturer narrative:
The explanted device were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following an explant of the ipg due to infection, (refer to MFR report # 3006630150-2012-00137). The pocket site wasn't healing and the physician decided to explant the paddle lead. The patient is doing well following the explant procedure.